Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit has a 'xdcr fault' 'high rate' and 'low vte' alarm while on a patient. The vent will not read the exhaled volumes even with a new flow sensor. There was no harm to the patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the main printed circuit board and was immediately able to reproduce the reported event and isolated it to a faulty transducer. This failure is part of an internal investigation.